Event description:
It was reported that a novum iq syr under-infused vancomycin in the neonatal intensive care unit. The vancomycin 8.64ml was programmed to run for one hour. After the hour was up, the pump alarmed that the medication infusion was complete and prompted to administer a flush. When the nurse checked the syringe still had 7ml of vancomycin remaining in the syringe. To correct the issue, the nurse ran the remaining solution ¿in basic mode to avoid another error.¿ there was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h6, h11. H11: a device history review revealed no issues that could have caused or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.